Event description:
It was reported to philips that the system's footswitch was not working, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the footswitch was working normally. It was confirmed by the customer that they pressed the hand switch upon booting up. The footswitch was working as intended. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.